Manufacturer narrative:
Device analysis and investigation is in-process.

Event description:
Physician reported the following "acute stent thrombosis. It appears that the mesh may have split and retracted to one side, making it thrombotic and subsequent stent occlusion. Can see that the mesh is one sided on explant. Must be due to post stent dilatation in a calcified lesion. Not good to post dilate". Additional information received on 16 sep 2025. The physician reported to the territory manager that the patient was neurologically intact with some swelling/discomfort.

Manufacturer narrative:
Device analysis and investigation is in-process. Supplemental follow up report. A root cause investigation was conducted for this event which included a review of pictures of the stent post removal and an internal lot record review. The results indicate that this lot was processed without incident, and the device conforms to the specifications. A root cause for the non-deployed stent could not be found and either it was not confirmed that there was a problem with the device, or it was confirmed that there was no problem with the device FDA code 67.

Event description:
Physician reported the following "acute stent thrombosis. It appears that the mesh may have split and retracted to one side, making it thrombotic and subsequent stent occlusion. Can see that the mesh is one sided on explant. Must be due to post stent dilatation in a calcified lesion. Not good to post dilate". Additional information received on 16 sep 2025. The physician reported to the territory manager that the patient was neurologically intact with some swelling/discomfort.